Event description:
A surgical technician reported an intraocular lens (iol) was explanted due to the lens was not centered. In a follow-up, the surgical technician reported the lens was exchanged without complications and the patient's current condition is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. The lens damage was not mentioned by the customer . Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned in two (2) pieces in a number 79 (iw) lens case. Solution is dried on the lens. Both haptics are bent/deformed at the gusset/arm areas due to the condition of the returned sample. The optic is torn/split-possibly cut. The optic edge is torn/split/cracked and is partially adhered. Unable to conduct dimensional testing due to condition of returned lens. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is likely caused by the customer and it is unlikely that the device contributed to the event. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. Additional information was received on (B)(6) 2012. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).